Event description:
It was reported that the pulse generator exhibited a battery anomaly. The device was still in the shipping box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the device had been exposed to cold temperatures prior to interrogation. Analysis confirmed normal device characteristics.